Event description:
During baxter's evaluation a device alarmed for a downstream occlusion when no occlusions were present. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.